Event description:
Patient presented to outpatient department for PICC dressing change and brought to the nurse's attention that a wire appeared to be inside the PICC tubing. The nurse was also able to visualize this wire. This PICC line was removed and replaced with another PICC, groshong. An xray was taken of the patient's chest following removal of the guidewire which confirmed proper placement with no issues identified. The patient was discharged. The PICC in question was xrayed and it was determined that there were two pieces of the guidewire inside the groshong. The hospital staff then tested a second PICC (#2)from a new package (lot# reub1198) by running it gently through the fingers upon which the guidewire fractured just above the magnetic rings. A similar issue was discovered involving a different type of PICC kit, which also included the sherlock guidewire from a different facility in the organization-lot# retk0645/power PICC with solo catheter. This kit was also returned to the manufacturer for evaluation. All bard PICC kits in the organization, which included the sherlock guidewire were pulled from stock and returned to the manufacturer for replacement stock.